Event description:
It was reported that patient underwent knee procedure on (B)(6), 2011. During the procedure, the surgeon attempted to insert the drill bit through the cutting block for milling, and the drill bit fractured. The drill bit was recovered from the surgical site and a second drill bit was used to complete the procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert for the related implants that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent knee procedure on (B)(6) 2011. During the procedure, the surgeon attempted to insert the drill bit through the cutting block for milling, and the drill bit fractured. The drill bit was recovered from the surgical site and a second drill bit was used to complete the procedure.

Manufacturer narrative:
Evaluation of returned device found evidence including fracture artifacts consistent with a bending overload.